Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 173444: 50 items manufactured and released on (B)(6) 2017. Expiration date: (B)(6) 2022. No anomalies found related to the problem. To date, 13 items of the same lot have been already sold without any similar reported event.

Event description:
During surgery the patient's distal femur fractured. The surgeon removed the medacta stem and replaced it was another company's product. The surgery was delayed approximately 3.5 hours. The surgery was completed successfully.